Event description:
It was reported that the patient's lead migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
Additional information received indicates the patient experienced ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.